Manufacturer narrative:
No similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2017 as the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, diopter -9.5, into the patient's eye, it became twisted during injection. The surgeon tried to adjust the lens but then removed it and implanted a back up lens. Reporter states no patient injury. Attempts to obtain further information have been unsuccessful.

Manufacturer narrative:
Device evaluation: lens was returned dry in the lens vial. There was clear surgical residue/debris on the product and lens surface. Visual inspection found the lens missing a piece. (B)(4).